Event description:
It was reported that the handpiece was leaking water. The product had been sterilized and it appeared as if it had been submerged. This event did not occur during a surgical procedure; there was no pt involvement or adverse consequence.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.